Event description:
The customer called technical support (ts) reporting that the device is giving high pressure and high tidal volume alarms. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse asked the customer to check with the respiratory therapist to see if high flow therapy (hft) was in use. Advised the customer to perform a full, successful performance verification test before placing into service. Further information is pending.

Manufacturer narrative:
Per good faith effort (gfe) response for further clarification, the customer informed when working with the remote service engineer (rse), he said with hft those alarms are normal with patient coughing. The respiratory manager was informed, and she recalled that it was mentioned to them when they did the in-service when units were upgraded with hft. So, she requested the unit to be returned to use. Attempts have been made to try to obtain further information about this case, but no further information could be provided.